Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Device interrogation revealed loss of capture and high pacing impedance on the atrial lead. On (B)(6) 2021, an x-ray was performed and dislodgement was noted. The atrial lead was capped and replaced that day and clavicular crush was noted. The patient was discharged after the procedure.